Event description:
New information received notes that no physical damage was observed, and the lead helix failed to extend during the procedure.

Manufacturer narrative:
Correction: section h6. The correct medical device problem code should have been "difficult to fold, unfold or collapse" rather than "break". Correction: section h6. The correct component code should have been "fixation helix" rather than "patient lead". Correction: section h6. The correct investigation findings should have been "deformation problem" rather than "no device problem found". Correction: section h6. The correct investigation conclusions should have been "unintended use error caused or contributed to event" rather than "no problem detected". Correction: section h11. The correct manufacture narrative should have been "the reported events were oversensing noise, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended, bent consistent with procedural damage and clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix and the helix clogged with blood/tissue. The reported events of oversensing noise and failure to capture were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts." Rather than "the reported events of oversensing noise, failure to capture and lead break were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts."

Manufacturer narrative:
The reported events of oversensing noise, failure to capture and lead break were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the right ventricular lead was damaged.

Event description:
It was reported that the patient presented for an implant procedure. During the right ventricular (rv) lead placement procedure, it was noted that the rv lead exhibited noise oversensing, and no pacing was observed. The lead was not used, and the procedure was completed as a conventional case. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.